Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the surgery was cancelled since insurance denied the request for the removal. The manufacturer representative had not spoken with the patient since receiving that news at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient requested explant of the entire system due to dissatisfaction with therapy and insufficient relief provided. The patient had other health issues unrelated to the implantable neurostimulator (ins) or her chronic pain that she expressed she needed to focus on and was tired of dealing with it. An explant was scheduled for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s device was in overdischarge. This was the first overdischarge event. A physician mode recharge (pmr) was performed and successfully reset the device. A power on reset (por) occurred and the 0x8 error message was seen. The por was successfully cleared. Impedance testing was performed. The manufacturing representative reinforced education to the patient that the charge on the system needed to be maintained even if the system was not in use for a period of time. The patient was hospitalized for several weeks for several surgeries and events and the patient did not use the stimulation during this time. The patient failed to check the charge level and an overdischarge occurred. No patient symptoms were reported. A follow up call was made on (B)(6) 2014 to the patient who reported that the therapy was effective. The implantable neurostimulator (ins) was remaining charged and the patient had plans to recharge again. Additional information received reported that the patient experienced intermittent stimulation when she switched positions. The issues with the stimulation changes had only been occurring since the overdischarge recovery. It was unknown if the patient programmer was displaying the correct positions and voltages. The patient noticed that the battery depleted more rapidly following the overdischarge. The manufacturing representative met with the patient on (B)(6) 2015 and tried to reprogram, but the patient still felt ¿surging.¿ contact #12 was greater than 10,000 ohms. The adaptive stimulation component was turned off by copying the adaptive stimulation group and reducing the rate. The patient reported continued surging. It was noted that the frequency of recharging had increased and the stimulation did not stay consistent. The patient felt uncomfortable surges of amplitude in inconsistent areas of the body; sometimes in one leg or the other and at other times the stimulation just stopped without using the programmer or when changing positions in space it would restart and surge to uncomfortable paresthesia. The patient was reprogrammed at a lower rate and the tingling was annoying at a rate lower than 160. The patient still experienced surging at the lower rate. The patient had another appointment on (B)(6) 2015 and the impedance check showed the #12 contact was still greater than 10,000 ohms with the remaining electrodes within normal limits. The patient reported having 2 falls since returning home from the hospital in (B)(6) 2014. An x-ray of the leads determined no change. The patient¿s recharging frequency was not unusual because she preferred a rate of 160 hz and her programming included 3 programs per group. The patient noted that her paresthesia increased and decreased. The patient had many health concerns and had expressed an interest in a full body MRI compatible system. It was further noted that the patient was going to schedule an appointment to request a removal of the entire system because she was tired of ¿messing with it all.¿ the therapy continued to come in ¿waves¿ and was increasing and decreasing. It was not effective therapy for the patient. Interventions and patient outcome were not provided. If additional information is obtained, a follow up report will be sent.